Manufacturer narrative:
Continuation of medical devices: 305u225 tissue valve implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.